Manufacturer narrative:
B5 - on an unknown date between (B)(6) 2023 and (B)(6) 2023 the lens was replaced with a same model and length lens. This resolved the problem. No injury reported. Additional information provided states "refraction +0.25(-1.50)41 ucva 8ff bcva 10/10e +0.25_1.25)40" and "patient very happy". As for the follow up email, regarding the large change in replacement lens power, the reporter stated that the "characteristics of the initial lens and replacement lens are not the same: there was an error made by the surgeon in the calculator initially". Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -1.50/6.0/022 (sphere/cylinder/axis) was implanted into the eye on (B)(6) 2023. The lens was reported reported to tear/break during injection/delivery into the eye. The lens was implanted and removed intra-operatively on (B)(6) 2023 with no patient injury.

Manufacturer narrative:
H6-investigation type 4110: lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).